Manufacturer narrative:
Section d4, h4, h8: additional information. Manufacturer¿s investigation conclusion the evaluation of heartmate ii lvas, serial number (B)(6), confirmed a driveline issue that could have contributed to the report pump off alarms on an ungrounded power module patient cable, which was observed in the submitted log files. The submitted system controller log files revealed one transient pump stop and low speed hazard/advisory alarm on (B)(6) 2019 at 09:40:59 pm while the system controller was connected to a power module. The account communicated that this occurred while the patient was using an ungrounded patient cable. Low flow hazard alarms were also observed during this event, which were associated with the low speed hazard alarms. The pump appeared to have ramped up to the fixed speed without issue following this event, and the pump appeared to have functioned as intended throughout the remainder of the submitted data. The account communicated that the patient was listed status 2 inpatient for driveline damage and underwent a transplant on (B)(6) 2019, reported under MFR report# 2916596-2019-02438. (B)(6) was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The remainder of the driveline was returned in segments measuring approximately 8.5 inches and 29 inches. The previous driveline repair was observed approximately 19 inches through 23 inches from the metal connector. The metal braided shield revealed breakdown approximately 3 inches and 8.5 inches from the pump housing, with further breakdown adjacent to the metal connector. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the brown wire approximately 3 inches from the pump housing, the red wire approximately 7.5 inches from the pump housing, and the orange wire approximately 9¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire and the red or orange wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stop on an ungrounded patient cable, which was confirmed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe problem or event: the ungrounded power module patient cable given to the patient is documented in MFR# 2916596-2018-05413. The approximate age of device: 1 year and 11 months. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages were observed while utilizing an ungrounded power module patient cable. Technical services reviewed the submitted log files, and a pump stoppage was confirmed. No additional information was provided.